Manufacturer narrative:
The customer reported issue that a medication volume dropping a value that was 10x the rate was confirmed by the customer provided screenshots. However, the source device or any device components were not returned for an investigation. -the attached file "uhs volume issue - summary of events" contains customer provided examples where an occurrence involved vecuronium that was infusing at 1.08 ml/hr and (B)(6) (hospital application) randomly populated an hourly volume of 9.77ml/hr but then at the end of the infusion hour when the hourly volume was ready to be signed off by the rn, the (B)(6) had autocorrected back to 1.08 ml/hr. The second incident occurred at 0800 on (B)(6) 2019. The user experienced issues scanning the drip on the pump and received an internal server error. The error was received at 8:00 am and 18:00 am. Once the infusion appeared on (B)(6), it was showing the rate 0.39 rate but the volume infused was doubled at 0.78 ml. -the attached file "screenshots_ uhs_ (1)" is a picture of the hospital application ((B)(6)) where is it displays the vecuronium infusing at 9.77 ml/hr at 7:00 am and at 8:00, the infusion rate changes back to 1.08 ml/hr. This event occurred on (B)(6) 2019. The attached file also includes a picture of the syringe module infusing at the rate of 1.08 ml/hr and a mar screen shot from fentanyl issue that also occurred on (B)(6) 2019. -the attached file "re requested file uhs- (B)(4)" indicates that issue was escalated to product management and r&d. The issue itself was not resolved and software changes would be required. A meeting was setup with the customer and workflow options were offered to assist in minimizing the issue. It was confirmed by the bd principal interoperability consultant that the customer was satisfied with the outcome. -the attached file "uhs presentation" contains a pdf file called "(B)(4)" which provides the workflow options that were offered to the customer. The possible remedies may reduce or eliminate the rate of overstated volume infused but can not prevent the conditions that lead to an overstated volume infused. The customer using the alaris interoperability for pump programming. Interoperability pre-population of infusion parameters creates a new infusion and resynchronizes the volume infused (disposable) and volume infused(infusion). It was explained to the customer that when specific-volume mode is used, implement the practice of manually programming vtbi after resuming a partially completed infusion, especially when the "restore" function is used. This creates a new infusion and re-synchronizes the volume infused(disposable) and the volume infused(infusion). Lastly, all mode configuration has to be enabled in the (B)(4) library. This defaults the vtbi (volume to be infused) to the all volume (the volume available in the syringe). -the customer has confirmed that the syringe module delivered prescribed/ programmed amount. -no device history or qn search was performed since no source device serial number was reported by the customer. -the devices involved in this investigation was used for patient treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. -the file may be closed based on the above facts.

Event description:
It was reported that a medication volume dropping a value that was 10x the rate.